Event description:
During a tumor resection a 36 khz hand piece with a curved extended precision tip that was used in combination with a cem nose cone for coagulation. During the procedure it was reported that two tips melted and were broken at the end of the tip. This event caused a twenty minute increase in surgery time. The pt was not injured.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.